Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. The device passed the unexpected restart error test. No unexpected reset alarm noted. The device was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched case, scratched reservoir tube window, and cracked battery tube threads.

Event description:
It was reported the insulin pump was squirting out insulin during manual prime and it alarm too. Customer's mother was trying to do a set change. Customer's blood glucose was unknown. The device was not dropped or bumped prior to the ball. Customer's mother stated the drive support disk was protruded and doesn't think the customer pressed it in. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.